Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having issue with gap between the gum and tooth. They also have sensitivity to touch, cold and chocolate in this same area. At check in patient marked true to pain, sensitivity, broken, discomfort. Patient is contraindicated due to active periodontal disease.